Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip and minor scratches on the display window. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse that the customer experience high blood glucose. Also, stated the pump was not delivering and not working properly. The customer's blood glucose was 460mg/dl; treated with pends. There was insulin dropping from cannula. There was no bent cannula and no alarm noted. The customer's current blood glucose was 260mg/dl. The drive support t cap was flush. Customer declined to continue troubleshooting for high blood glucose. The device will be replaced due to flush drive support cap.